Event description:
The pt reportedly experienced decrease in performance over time. Testing of the device revealed open and shorted electrodes. Due to the pt's lack of benefit from use of the device, revision surgery has been scheduled.